Manufacturer narrative:
The results of the system checkout will be filed under follow up 1 for MDR 1723170-2019-02083. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the system displayed localizer faulted again. The medtronic representative reseated the emitter and breakout box, then the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.